Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The results of the investigation are not available at the time of this report. A follow-up report will be sent when investigation is completed.

Event description:
The event was reported as: complaint reports that a fire occurred while the device was being used by a pt. An exothermic reaction occurred while the cannula was being used with an oxygen source at 4lpm and becoming exposed to a fatty-like cream. The line to the nasal cannula became inflamed. As a result, the pt obtained burn injuries to the face. The medical staff states it was not possible for this occurrence to cause an exothermic reaction without a flammable source which the pt denies using during the incident. Attempts are being made to obtain further info.